Event description:
Customer reported that while providing therapy to patient with counter pulsation balloon, the pump stopped working and generated a blood detected alarm, and that due to the stop of the balloon the patient suffered cardiac arrest which required advanced resuscitation maneuvers. The maintenance staff checked the console and after the event the counter pulsation balloon started to function again. The customer is not attributing this adverse event to the device. At this time, it is unknown if a maquet balloon was in use at the time of the event, and when this information becomes available we will provide it. This report from the customer was submitted to our (B)(4) business unit on 2/10/2017 and was reported to (B)(4) on 2/16/2017, but was not reported to maquet USA until 3/15/2017.

Manufacturer narrative:
After review, it was determined that the iabp operated within specifications.

Event description:
Customer reported that while providing therapy to patient with counter pulsation balloon, the pump stopped working and generated a blood detected alarm, and that due to the stop of the balloon the patient suffered cardiac arrest which required advanced resuscitation maneuvers. The maintenance staff checked the console and after the event the counter pulsation balloon started to function again. The customer is not attributing this adverse event to the device. At this time, it is unknown if a maquet balloon was in use at the time of the event, and when this information becomes available we will provide it. This report from the customer was submitted to our (B)(4) business unit on (B)(6) 2017 and was reported to ((B)(4) authorities) on (B)(6) 2017, but was not reported to maquet USA until 3/15/2017. It was reported by the (B)(4) business unit on 4/20/2017 that a maquet balloon was in use at the time of the event, but same was discarded due to blood contamination. Please reference the balloon complaint medwatch # 2248146-2017-00040 record.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The iabp was evaluated by the local field service engineer (fse) in colombia who reported that there was no malfunction of the iabp on the date of this event. The fse also reported that the iabp passed all technical, functional and safety checks per factory specifications.

Event description:
Customer reported that while providing therapy to patient with counter pulsation balloon, the pump stopped working and generated a blood detected alarm, and that due to the stop of the balloon the patient suffered cardiac arrest which required advanced resuscitation maneuvers. The maintenance staff checked the console and after the event the counter pulsation balloon started to function again. The customer is not attributing this adverse event to the device. At this time, it is unknown if a maquet balloon was in use at the time of the event, and when this information becomes available we will provide it. This report from the customer was submitted to our (B)(6) business unit on 2/10/2017 and was reported to ((B)(6) authorities) on 2/16/2017, but was not reported to maquet USA until 3/15/2017. It was reported by the (B)(6) business unit on 4/20/2017 that a maquet balloon was in use at the time of the event, but same was discarded due to blood contamination. Please reference the balloon complaint medwatch # 2248146-2017-00040 record.

Event description:
Customer reported that while providing therapy to patient with counter pulsation balloon, the pump stopped working and generated a blood detected alarm, and that due to the stop of the balloon the patient suffered cardiac arrest which required advanced resuscitation maneuvers. The maintenance staff checked the console and after the event the counter pulsation balloon started to function again. The customer is not attributing this adverse event to the device. At this time, it is unknown if a maquet balloon was in use at the time of the event, and when this information becomes available we will provide it. This report from the customer was submitted to our (B)(4) business unit on (B)(4)2017 and was reported to (B)(4) on (B)(4)2017, but was not reported to maquet (B)(4) until (B)(4)2017.